Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
It was reported that, physician was in the process of gaining femoral access, valve on the first ssl10 was not working. With aspiration, physician noted only air coming back and suspected a leak in the valve. Second ssl10 was opened from the same box, same lot number and again the same issue occurred. A third ssl10 from a new box was opened (also same lot number) which worked fine. Physician was then able to carry on gaining access and procedure continued on with no issue. No patient complications have been reported as a result of this event. Both the two sheaths with valve issues were collected and will be sent back. (B)(6) 2026 customer reported the type of procedure as pulmonary vein isolation (pvi) with pulseselect pules field ablation (pfa) system. Normal patient anatomy. No delay with procedure. Item has arrived at medtronic warehouse yesterday. This item is being returned.